Event description:
It was reported that the pump exhibited an invalid syringe size error. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the complaint was verified and duplicated by motor drive test. The issue was caused by a broken plunger tube. Replaced plunger tube and worn-out lead screw. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.